Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ IV catheter during use. The following information was provided by the initial reporter, translated from french to english: "the disposition of the perfusion was difficult, and the mandrel pierced the cathlon. This incident occurred several times."

Manufacturer narrative:
Investigation summary: one actual sample was return in open packaging for evaluation. Sample was evaluated, bd was able to confirm the report of needle through the catheter as observed on the sample. This would have occurred during product application when the product was manipulated. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non conformance. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that the needle pierced through the bd insyte¿ IV catheter during use. The following information was provided by the initial reporter, translated from french to english: "the disposition of the perfusion was difficult, and the mandrel pierced the cathlon. This incident occurred several times."